Manufacturer narrative:
A field service engineer (fse) was dispatched, and the device was serviced. During the service, the fse reported that the stand was missing the right side slide bar. To resolve the issue, the top platform assembly was replaced, and the fse ensured that the device was secured. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Correction to use and to due date on prior follow up submission, correct due date is (B)(6) 2026 and not (B)(6) 2026. It was noted that the device was not in clinical use when the issue occurred. No patient or user harm reported.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's stand was damaged. It was unknown how the issue was found. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator's stand was damaged. A replacement top platform was ordered. Investigation ongoing / resolution pending.